Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient began vomiting and noticed his cgm device was not displaying any cgm readings. However, no specific error message could be recalled. No bg meter reading was taken at this time. The patient¿s vomiting continued into (B)(6) 2025. Around 12-1230pm that day, he called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was high mg/al. The patient¿s tandem insulin pump and cgm were removed. The patient was transported to the ER. At the ER, the patient received IV fluids and IV insulin. The patient was hospitalized for two days. The patient was feeling ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.